Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. The patient returned an empty vial of test strips; pa unable to perform strip testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 2pm. The patient reported blood glucose results of "415 and 362 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with insulin through pump therapy. Based on the alleged results, the patient administered self an increased dose of insulin (1 unit). A couple hours after the start of the alleged issue, the patient claims she felt symptoms of shaky, dizzy and confused. The patient was given food and/ or drink as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.